Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It is reported that a customer's health care provider called in to ask how to program a pt's insulin pump. The pt was treated at a hosp for low blood glucose of 34 mg/dl on (B)(6) /2014 at 8:00pm. The nurse stated that the pt was not eating right and was not eating right because of his schedule during the day shifted at work. The nurse also stated that the pt was still eating and living according to east coast time and he's on west coast time. Therefore the customer was not dosing insulin at the correct time. Customer was admitted to (B)(6). The customer was treated at the hosp and was assisted in programming the correct time and dosage of the insulin pump. No further info was provided.